Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It was reported that a derma carrier had a stain on the product inside the sterile packaging. A review of the finished goods DHR concluded that the lot was inspected and all parts that were found to be nonconforming were reworked to meet specifications. There were no other nonconformances, requests for deviation, or change notices related to this complaint. The sample size per department sampling plan form, 7.6300/a, dictates that the sampling size for qa inspection for this product must be at least 19. No non-conformances were found during the qa inspection process for this lot of 300 units. The returned box of dermacarriers, lot number 63289286, contained one or more units that had a stain on the product. The reported stain was found to be a small burn mark on the surface of the derma carrier molded device. The stain on the outer box could not be confirmed by visual inspection. ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: visually examine the package without opening. Inspect at a distance of 12 to 18 inches. Inspect each pouch for up to 10 seconds. Based on a visual comparison shown in the attached tappi chart picture, the particulate identified does not meet acceptance criteria and is therefore nonconforming. Zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is embedded then a total of three particles whose individual areas do not exceed 2.00 sq. Mm in size are acceptable. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock per zpc 8.400. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room, this room is a controlled and regulated clean environment. The environmental requirements, monitoring frequencies and corrective action process for all the limited access rooms are done in accordance with zpo 3.400, limited access room environmental monitoring and regulations. The materials and methods for sanitizing the clean rooms are performed per zpc 3.105, housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits per (B)(4), environmentally controlled and clean room gowning procedure used at zimmer dover. This complaint is considered a complaint out of the box (coob). The root cause of this event cannot be specifically determined with the provided information.

Event description:
It was reported that there was a package defect and stain was found on the outer package. No adverse events were reported as a result of this malfunction. The reported stain was found to be a small burn mark on the surface of the derma carrier molded device. The stain on the outer box could not be confirmed by visual inspection.